Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report for device turned off for 2 seconds and then back on after switching over to pacer mode is normal operation of the device. When the device is switched from monitor mode to pacer mode, the device will give a momentary blink that will last for two seconds. The device was put through extensive testing including full functional testing and switching modes between testing without any discrepancies. Review of the device activity logs did not show any faults that could be associated with customer report. The customer's report of no ECG was observed during review of the device activity log. However, was not duplicated after extensive testing including full ECG testing using leads and multifunction cable without duplicating the report. The analog board was replaced as a precaution. The device was certified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. During further testing by biomed, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.